Event description:
It was reported that during implant the 4194 lead attempt was unsuccessful due to the anatomy of the patient, this lead was removed and a second lead (4196) was implanted. After closure of the patient, the 4196 lead was found to have no capture and to have dislodged. It was damaged upon repositioning attempts. The first 4196 lead was removed and replaced with another 4196 lead successfully. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.